Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and menorrhagia ("menorrhagia") in an adult female patient who had essure (batch no: c06471/37-148-dk-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis, muscle cramps and offensive vaginal discharge. Previously administered products included for an unreported indication: mirena iud, dapo provera, ibuprofen and lisinopril. Concurrent conditions included vaginal odor, genital bleeding, fibroids, amenorrhoea, anogenital warts, pap smear abnormal, irregular periods and frequent periods. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: uncontrolled mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), rash erythematous ("rashes or skin conditions type: red rash"), bladder disorder ("bladder or urinary problems or changes,"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry"), fatigue ("fatigue"), arthralgia ("severe hip pain/rt hip pain"), nausea ("nausea"), urinary tract disorder ("bladder or urinary problems or changes") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vulvovaginal mycotic infection, mood swings, female sexual dysfunction, rash erythematous, bladder disorder, migraine, headache, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, nausea, urinary tract disorder and pelvic pain outcome was unknown and the arthralgia, back pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, arthralgia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash erythematous, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. Acceptable positioning of essures with bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2019: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and menorrhagia ("menorrhagia") in a female patient who had essure (batch no. C06471/37-148-dk) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis, vulvovaginitis, muscle cramps and offensive vaginal discharge. Previously administered products included for an unreported indication: mirena iud, dapo provera, ibuprofen and lisinopril. Concurrent conditions included vaginal odor, genital bleeding, fibroids, amenorrhoea, anogenital warts, pap smear, irregular periods and frequent periods. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), mood swings ("hormonal changes describe: uncontrolled mood swings"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), rash erythematous ("rashes or skin conditions type: red rash"), bladder disorder ("bladder or urinary problems or changes,"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type: blurry"), fatigue ("fatigue"), arthralgia ("severe hip pain/rt hip pain"), nausea ("nausea"), urinary tract disorder ("bladder or urinary problems or changes") and pelvic pain ("pain") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, dysmenorrhoea, vulvovaginal mycotic infection, mood swings, female sexual dysfunction, rash erythematous, bladder disorder, migraine, headache, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, nausea, urinary tract disorder and pelvic pain outcome was unknown and the arthralgia, back pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, arthralgia, back pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash erythematous, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Acceptable positioning of essures with bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs and mr received ¿ case become valid with incident. New events device expulsion, vaginal hemorrhage, dysmenorrhea, menorrhagia, fungal infection, mood swings, female sexual dysfunction, rash erythematous, bladder & urinary tract disorder, migraine, headache, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, arthralgia, nausea, back pain and abdominal pain lower were added. New reporter and consumer address were added. Patient date of birth, height and weight were added. Outcome updated for events arthralgia back pain and abdominal product information (lot number, essure removal date and indication) were added. Medical history and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.